Manufacturer narrative:
(B) (4) (secondary surgery) - (B) (4) (lens, vaulting, inadequate) - (B) (4). (B) (4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the pt's right eye (od) on (B) (6) 2010. The lens was explanted on (B) (6) 2010, due to inadequate vaulting. The lens was not exchanged for another lens.